Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure the catheter tip detached within the patient's right common iliac artery. The physician had acquired right ipsilateral retrograde femoral artery access and was trying to negotiate the patient's aortic bifurcation to treat the contralateral common iliac artery. During catheter manipulations over a guidewire the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient. An additional catheter was used to successfully finish the procedure.